Event description:
It was originally reported to philips that the device¿s handle joint connection was at fault and the patient failed to be rescued. During the initial service order intake there was a miscommunication in regards to the problem description and the patient involvement. Upon the result of an immediate investigation, it was established that there was no patient involvement, and the device was not used at any time. During an fco implementation, it was discovered there was the therapy port failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device¿s handle joint connection was at fault and the patient failed to be rescued. The patient died. Additional details have been requested. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.